Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the noisy/no image could not be determined, however, the issue was likely the result of an electronic component failure of the charged-coupled device unit and the video connector printed circuit board, due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of the image distorts when control section is turned. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, image noise and no image display was found, likely due to an electronic component failure. There was no patient involvement, and no harm was reported as a result of the event.